Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an intermittent audio output occurred. The patient¿s caretaker reported that the receiver didn't alarm the patient for hypoglycemia, and she woke up from sleep drenched in sweat. She attempted to get out of bed, and immediately passed out. Her daughter found her on the floor, checked her blood glucose, and it was 45 mg/dl. The continuous glucose monitor (cgm) reading at the time was not provided. The daughter immediately gave the patient orange juice which brought her glucose up to a safe level. The patient recovered and did not require paramedics or hospitalization. At the time of contact, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.